Event description:
It was reported that a cartridge alarms 30 occurred during basal delivery. There was no reported impact to customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.